Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) few hours after being implanted. It was noted that the ventricular tachycardia (vt) was reported few hours after the procedure, so the device was interrogated, and r-wave was 2mv vs. 15mv at implant. There was no captured when patient was sitting up, however there was capture when patient was flat. This was right sided implant. Subsequently the physician added slack and successfully this lead was repositioned. This rv lead remains in service. No additional patient adverse effects were reported.